Event description:
The patient experienced increased abdominal pain and nausea for the past 2 weeks. She still received some symptoms control, just not as good as before. The therapy impedance measurements were at 800 ohms. Electrodes: 2+case, 3+case, and 2<(>&<)>3 measured in the 500-700 ohms range. All other electrode combinations measured at greater than 4,000 ohms. There was no known event/trauma to cause the change in therapeutic effect. Additional information has been requested.

Manufacturer narrative:
Lead model 3889-28, lot# v822736, implanted: 2011-(B)(6), (B)(4).

Event description:
Additional information received reported that an x-ray was taken on (B)(6), and the patient was reprogrammed. The patient did not require hospitalization, and had a non-serious injury.